Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. Additionally, it was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue.